Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that during a device replacement procedure, low battery was noted on the device out of box. The device was not used and another device was implanted to resolve the event. The patient was in stable condition.